Event description:
It was reported the lights of the epg (external pulse generator) flash, and it tries to come on, then it turns off. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis found the epg (external pulse generator) would not power up. It flashed and tried to come on, then it turned off. The cause was the main pcb (printed circuit board). The battery contacts were also found to be compressed, the side bail covers were broken, and the upper case was mechanically out of specification.